Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guide wire reportedly from a peg system kit was returned for evaluation. Gross examination of the guide wire showed stretching, bends and the core wire broken. Based on these findings, the investigation is confirmed for the reported frayed guide wire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flexible part of the guide wire was allegedly much longer than usual. It was further reported that the procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flexible part of the guidewire was allegedly much longer than usual. The procedure was completed successfully. There was no reported patient injury.